Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon (iab) was prepped per instruction, the md inserted the super arrow-flex (saf) sheath into the pts' right femoral artery. As the md was inserting the iab though the sheath, the iab became stuck. The md was able to remove the iab from the sheath. At this time, the md noticed that there was a "ridge" on the catheter. The iab was not saved. The md was able to insert another iab-05840-u through the existing saf sheath without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required the delay in iab therapy was less than 5 minutes and outcome of pt is listed as "fine". Additional information received from the md on 07/23/2010 stated that the ridge was on the catheter where the balloon met the shaft of the catheter. The md reported that he thinks that is why the iab could not pass the saf sheath.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.